Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm was unable to duplicate the customer's reported issue; however, multiple fault codes #67 and fault code #107 related to the front end board were observed in the iabp log files. The stm replaced the front end board as per the service manual, then completed scheduled preventative maintenance (pm) including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed immediately upon power up during a case. It was later reported that the iabp unit generated a loud audible alarm at the beginning of a case with a patient on the table. The end user powered down and restarted the iabp unit but the alarm was still present. The iabp unit was removed from service and a secondary cardiosave iabp was utilized to continue therapy without issue. The patient was later transferred to a third iabp unit used for air transport to another facility. There was no reported malfunction with an of the other iabp units involved in this event. There was no patient harm or adverse event reported.